Event description:
It was reported that after the scheduled infusion was complete there was a remaining infusion volume. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No investigation or root cause analysis could be conducted given that no complaint sample or lot number was provided. Operator of device was unknown.